Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
A nurse was flushing line. The line flushed with no resistance then broke above the bifurcation. Line was stabilized and covered. The line was repaired on that day using a cook 7 french repair kit. Line was able to give blood return in the yellow lumen and flushed with no resistance post repair. The blue lumen was alteplased 24 hours after repair and gave excellent blood return and flushed with no resistance. The line then showed a tear above the repair site (approx. 0.5 inches above the repair site). The patient had a new line inserted in the operating room involving anesthetic. Additional information received (B)(4) 2013 - nurse flushing the line. Repair not fully successful, only one lumen functioned after, therefore patient required another surgery under anesthetic to get a new central line inserted. Patient was immunocompromised/neutropenic.